Event description:
After administration of chemotherapy, topotecan, via port, swelling was noted at clavicular area. X ray with dye done showing opening in catheter. Pt admitted and to or for port removal on emergency basis. Upon examination, tubing has a bilateral slit approx. 1 cm long occurring approx. 9 cm above luck into portal.